Event description:
It was reported that the physician was having a communication problem with his programming system. He was unable to test a patient's generator or a demo generator. Several troubleshooting tests were performed, including switching parts of the programming system with a known working programming system to isolate the part not working. Results of this troubleshooting determined that the serial cable was causing the issues. The serial cable was replaced and the patient's generator and demo generator was interrogated prior to leaving the office, so no patients were ultimately affected by the event. The handheld and cable have been returned to the manufacturer and are pending product analysis.